Event description:
Patient presented to the physician with a superficial sensing lead at the chest incision and ipg migration within the pocket, causing pain. Physician brought the patient into the or, repositioned and secured the sensing lead, re-sutured the ipg, and closed.